Manufacturer narrative:
B5 clinical narrative was updated.

Event description:
Updated clinical narrative: (additional information received from field representative). Field representative confirmed that the provider suspected hemolysis due to the red tinged urine as well as increase in ldh (lactate dehydrogenase). A second ldh was not collected. Prior updated clinical narrative: (additional information received from field representative). Ldh (lactate dehydrogenase) laboratory value reported to come back at 2,000 units/liter suggesting hemolysis. Hemolysis resolved after appropriate afterload reduction as well as volume replacement. Prior clinical narrative: an impella cp device was inserted via the right femoral artery in a 21 year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. During support, a placement signal not reliable alarm was observed at performance level 6, with no additional alarms reported. All waveforms remained within defined limits. The provider was notified, and echocardiographic imaging was obtained, confirming appropriate device positioning at approximately 3.55 centimeters below the aortic valve. The impella performance level was increased to level 7; however, large unmeasurable aortic pressure spikes were subsequently observed. Motor current and flow parameters remained stable. The decision was made to maintain support at performance level 7 and continue monitoring in accordance with instructions for use recommendations. The provider also requested that the audio alert for the placement signal not reliable alarm be disabled. The patient remained hemodynamically stable throughout the event. Additionally, red-tinged urine was observed, raising concern for hemolysis. The patient was noted to be hypertensive while on performance level 8, with a reported central venous pressure of 6 millimeters of mercury. Pump performance level was subsequently reduced to level 6. No blood products were administered. Device position was confirmed to be appropriate during this time. Laboratory evaluation for hemolysis, including lactate dehydrogenase and haptoglobin, was pending at the time of reporting. While on support, the impella cp device was operating at performance level 8 with expected flows of approximately 3.3 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient remained on support with no additional adverse events reported.

Manufacturer narrative:
The pump was saved for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative:an impella cp device was inserted via the right femoral artery in a 21 year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support.during support, a placement signal not reliable alarm was observed at performance level 6, with no additional alarms reported. All waveforms remained within defined limits. The provider was notified, and echocardiographic imaging was obtained, confirming appropriate device positioning at approximately 3.55 centimeters below the aortic valve. The impella performance level was increased to level 7; however, large unmeasurable aortic pressure spikes were subsequently observed. Motor current and flow parameters remained stable. The decision was made to maintain support at performance level 7 and continue monitoring in accordance with instructions for use recommendations. The provider also requested that the audio alert for the placement signal not reliable alarm be disabled. The patient remained hemodynamically stable throughout the event.additionally, red-tinged urine was observed, raising concern for hemolysis. The patient was noted to be hypertensive while on performance level 8, with a reported central venous pressure of 6 millimeters of mercury. Pump performance level was subsequently reduced to level 6. No blood products were administered. Device position was confirmed to be appropriate during this time. Laboratory evaluation for hemolysis, including lactate dehydrogenase and haptoglobin, was pending at the time of reporting.while on support, the impella cp device was operating at performance level 8 with expected flows of approximately 3.3 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient remained on support with no additional adverse events reported.ldh (lactate dehydrogenase) laboratory value reported to to come back at 2,000 units/liter suggesting hemolysis. Hemolysis resolved after appropriate afterload reduction as well as volume replacement.